Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture grade iii/ IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii/ IV and seroma-late.

Event description:
Patient reported for left side "lot of pain", "prosthesis was recalled", "the prosthesis had 'fallen off' a little after breastfeeding, but now it has pulled and is swollen". "Patient informs capsular contracture grade iii/ IV", "some radial folds", "small amount of peri-implant fluid", "capsular undulations". Also reported "lymphoma" which is not related to the device. Histopathological markers confirming alcl have not been received. The device remains implanted. Treatment: corticosteroid.

Manufacturer narrative:
Date of confirmation of alcl: (B)(6) 2022. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional data: b.5, b.6, b.7, h.6. Treating physician: (B)(6).

Event description:
An immunohistochemical study was received reporting cd30 positive and alk negative markers.